Event description:
It was reported that the user experienced hyperglycemia with a highest reported glucose of 377 mg/dl and out-of-range duration of approximately 2 hours while using the ilet system with a 6 mm, 23" infusion set; no pump alarms or delivery stoppages were noted, and the user did not confirm with a fingerstick at the time of the event. Symptoms included none. Outcomes included user-initiated corrective actions consisting of an infusion site change and a subsequent subcutaneous insulin injection per physician guidance, with instructions to remain disconnected for at least two hours. Investigation included troubleshooting and education by support personnel with follow-up calls. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia remaining unclear despite confirmation of no leaks, no alarms, and ongoing elevated glucose; user proceeded with manual correction and planned reconnection later. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.